Event description:
Customer tore a muscle while raking leaves. Had a low result on inratio meter that day. Went to hospital with internal hemorrhaging from torn muscle that afternoon. Pt received transfusions in the hospital. Date: (B)(6) 2010, inratio: 1.9, lab: 3.3. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.